Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The hcp reported that they were present with patient and requested assistance with getting ins into MRI mode. Caller mentioned that patient thought they were unable to get stimulation. Agent walked caller and patient through connecting to ins. Once connected, screen showed that therapy was off. Agent reviewed that information, and caller did not want to pursue activating MRI mode for patient safety. Patient stated they were in the managing hcp's office on monday, december 9, 2024 where device was evaluated. Patient stated therapy was on during that appt, but that the hcp must have turned therapy off before they left since patient stated they did not turn their own therapy off. Patient also stated the hcp wanted to get an x-ray to check lead placement. Caller stated they were going to cancel MRI for today and contact patient's hcp. Of note, caller did ask patient when they thought they stopped getting stimulation, but patient did not provide an answer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.